Event description:
During a clinic follow-up, inappropriate high-voltage (hv) therapy was delivered by the device due to an incorrect interpretation of signal. Upon investigation, a charge time out alert was observed on the device. The patient was hospitalized, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.